Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's touchscreen was not working. Patient involvement information was not provided by the customer. The repair was completed at a non-medtronic location. The service provider (sp) cross checked the touchscreen and found it to be in working condition. The reported complaint could not be confirmed without the product return.

Event description:
It was reported that the ventilator's touchscreen was not working. Patient involvement information was not provided by the customer. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return. The complaint will be closed and reopened/updated should new information become available or if the product is returned to the manufacturer for investigation. The information has been added to the database for trending purposes and trends will continue to be monitored. A CAPA is not required at this time.